Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind test, basic occlusion test and displacement test. No cosmetic damaged found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 70 mg/dl. The customer stated the drive support cap is flush. The customer hasn't connected pump to her body and hasn't pressed on the cap. The customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced.